Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. The first clip was implanted without issue. The second clip was implanted, but shortly after it detached from the anterior leaflet in a single leaflet device attachment (slda) event. A third clip was implanted to stabilize the slda clip. The procedure was ended with the mr unchanged. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported incomplete coaptation (slda) could not be determined. The reported unchanged mitral regurgitation (mr) was related to the slda. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.